Event description:
Reference number (B)(4). Event occurred in puerto rico, us. It was reported that patient faced infusion set cannulas came off due to a lack of adhesive event on (B)(6) 2026. No further information available.